Event description:
It was reported that the clinical study patient experienced shocking sensations at the site of the subcutaneous leads when the device would be on. The patient underwent a revision procedure where the leads were repositioned. The patient has recovered, and the event has resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: (B)(6). Additional pro code: qrb.